Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed leading to pacing inhibition. It was also noted that the patient is pacemaker dependent. Additionally, noise was observed on the right atrial channel. The sensing was reprogrammed and the system will continue to be monitored. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned during the routine pacemaker replacement procedure. In addition to the noise, oversensing, and pacing inhibition, the pacing impedance measurements were variable with low, out-of-range values between 95 ohms and 200 ohms when tested with the pacing system analyzer (psa). A non-boston scientific lead was implanted for left bundle branch area pacing (lbbap), and the patient's chronic right atrial (ra) lead remains in use with the new device. No additional adverse patient effects were reported. The lead was not able to be returned for analysis as it remains in the patient but not in use.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This report will be updated when the investigation is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed leading to pacing inhibition. It was also noted that the patient is pacemaker dependent. Additionally, noise was observed on the right atrial channel. The sensing was reprogrammed and the system will continue to be monitored. No adverse patient effects were reported.